Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. In addition, the pulse wire in the cable connecting the front therapy electrode to ecgs "a&b" was nicked and exposed inside the distribution node. The root cause for the strained cable was excessive force. The root cause for the nicked pulse wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).